Manufacturer narrative:
The ultem handle broke due to the build up of thermal stresses as a result of repeated autoclaving. The ultem handle has been replaced with a stronger, more durable material for instruments containing the original ultem handle. However, no modifications have been made for this particular instrument, as it is in the process of being phased out.

Event description:
During a routine inspection at the sales agency, it was noted that the black plastic handle was cracked. This event did not occur during a surgical procedure.